Manufacturer narrative:
The company service representative examined the system, confirmed and replicated the reported event. The company service representative found a loose cable on the host module cpu and reseated the cable. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose cable on the host module central processing unit (cpu). Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system shut down on its own after successfully booting up prior to surgery with no system message error displayed. An alternate system was obtained in order to perform the procedure. There was no report of any patient involvement or patient harm.